Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 428 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood. Customer¿s mother stated that there was some damage to the reservoir lip ring, where the plastic was chipped. Customer¿s mother stated that they have been attempting to use the reservoir and have been locking it into place. Customer¿s mother stated that the insulin pump had insulin flow blocked alarm and insulin flow blocked alarm was resolved the issue by changing the reservoir. Customer has not tried all remedies but they may be using the best infusion set for their body type, and they were like to rule the insulin pump out, going with customer has tried all remedies path. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. Device was received with minor scratched lcd window and scratched case. No physical damage at reservoir retainer noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.